Event description:
It was reported that during incoming inspection, the package was found "broken". 300 devices were involved. All of the defects were found during the same inspection at the same time. No patient involvement. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, the package was found "broken". 300 devices were involved. All of the defects were found during the same inspection at the same time. No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photo. The customer also returned one unit of (B)(6) visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.